Manufacturer narrative:
(B)(4). Reported event of interject needle came off. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a interject¿ needle used on a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the needle would not extend. Upon removal of the device from the scope, the needle detached outside the patient. The procedure was completed with another interject clear. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation of the device noted that the washer was detached from the hub. The washer has the dot/square that confirms a proper assembly during manufacturing. The metal needle was visually inspected and no issues were found. The functional inspection was not performed due to the device condition. The reported event of needle detached was not confirmed. The investigation found the washer detached from the handle probably due to excessive manipulation of the device. Therefore the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a interject¿ needle used on a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the needle would not extend. Upon removal of the device from the scope, the needle detached outside the patient. The procedure was completed with another interject clear. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.